Manufacturer narrative:
A ge service rep performed an on site investigation. The image intensifier was replaced and the beam was aligned during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system had poor image quality with unusable images. There was no pt injury or death reported.